Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to the cartridge luer lock. The customer's blood glucose (bg) level was 400 mg/dl. A supply change was performed to address the issue.